Event description:
It was reported that during remote follow-up, the patient's implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) episodes due to post-paced t-wave oversensing (pptwos). Stored electrograms (egm) were reviewed and confirmed oversensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.